Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when recapping a bd precisionglide¿ needle 25 g x 5/8 in the after use the needle went through the side of the cap and caused a needle stick injury. Medical intervention is unknown.

Manufacturer narrative:
Per our manufacturing quality engineer; one sample was received in the plant for evaluation. The reported needle stick occurred when the needle was being re-shielded. It is recommended to follow cdc guidelines and not re-shield used needles. Discard unshielded needles into a sharps container. If this is not possible, use a one handed, passive recapping technique, to cover the needle. Ensure that the needle shield is properly seated on the hub. Don not force the shield onto the needle, as the needle may penetrate the shield causing injury. DHR review: sixteen visual inspections were performed on 950 parts with zero defects noted. No quality notifications were written for this batch. Investigation conclusion: the needle stick occurred when the needle was being re-shielded. Root cause description: it is recommended to follow cdc guidelines and not re-shield used needles. Discard unshielded needles into a sharps container. If this is not possible, use a one handed, passive recapping technique, to cover the needle. Ensure that the needle shield is properly seated on the hub. Don not force the shield onto the needle, as the needle may penetrate the shield causing injury.